Event description:
Device was inserted without difficulty in pt's left antecubital fossa, cephalic vein. After an unsuccessful attempt at threading device beyond 1 1/2", rptr removed device and held pressure without sterile gauze for approx 2 mins. The pt began to c/o dyspnea, stating "she could not get her breath." The pt subsequently became unresponsive with thready pulse, clammy skin, bp 64/44. No EKG changes noted. The pt became arousable approx 1-2 min after period of hypotension and bp returned to normal limits. No further attempts at midline placement made. A standard peripheral IV 20 1 1/4" was placed.